Event description:
It was reported that the usb port of the pump appeared to be damaged as the customer intermittently experienced difficulty connecting the cable into the usb port which caused issues with charging the pump battery. The customer's blood glucose level was 298 mg/dl. Reportedly, the customer did not have alternate insulin therapy available and declined further follow up from tandem technical support.